Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was alleging the insulin pump of under delivery of insulin and experienced high blood glucose. The customer¿s blood glucose level was 418 mg/dl. The customer was treated by injection. Customer experienced nausea, vomiting, abdominal pain. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer stated that reservoir lip ring was loosened and reservoir was able to lock in place. Customer stated that auto mode was not active. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be and other device will not be returned for analysis.